Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient complained of heaviness in the chest and device ¿wiggling¿ all the time. It was also reported that earlier in the month the clinician turned off capture management but the symptoms persist, so the caller was advised to turn off lead trend. The device remains in use. No patient complications have been reported as a result of this event.